Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed at approximately 66cm from the iab tip. Additionally, an optical fiber break was also observed at the catheter tubing/inner lumen kink site. The evaluation confirms the presence of a broken optical fiber as "as analyzed" failure from a severe kink. However, we are unable to conclusively determine when these may have occurred. Therefore, the root cause is impossible to define. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-19 through sep-2 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00646, a broken fiber was found that was unrelated to the reported difficult/unable to inflate iab failure mode. There was no patient involvement.